Event description:
The customer contacted co on 01/14/1998 via the 1-800 number. She reported that a week or two ago, the unit was used on her grandson, and she suspected the unit was giving low readings and a partial display. The child's parents had obtained readings of 97 or 98 f and did not believe the child felt warm, nevertheless, she thinks medication was given, primarily because the boy is teething. Later on that day, he became flushed and suddenly began convulsing. The family took him to the ER, where a reading of 103 f was obtained. The customer did not know what type of thermometry was used, from which body site the reading was obtained, or the time elapsed between the seizure and the reading. The child was released from the ER that same evening. The next day, the boy was taken to the dr. No specific diagnosis was made, yet it was the customer's understanding that he had a cold or something was "going around." The customer thought the unit was being used in the infant/toddler mode, but was not sure. Because she was not the user of the thermometer, no specific info on proper technique could be obtained.